Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested but unavailable: it was reported that "¿it was found that the suture was not strong enough..." - please provide additional details about the alleged deficiency. --please refer to the event description, other information requested is unknown. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified.

Event description:
It was reported that a patient underwent skin surgery on (B)(6) 2024 and suture was used. It was reported that the problem of pulling off suture needle happened when sewing during the surgery. The needle did not fall into the patient. 7 devices have same issue. Changed to another one to continue the surgery, but it was found that the suture was not strong enough. Changed to another one to complete the surgery. The 8 actual samples were discarded. There were no adverse patient consequences reported. No additional information could be provided.